Event description:
The patient received a trial scs system on (B)(6) 2012. It was reported the physician found the trial lead difficult to steer and several attempts were made to attempt placement of the lead. The physician allegedly tried straight and curved stylets but stated neither improved the steering of the lead. It was reported the issue extended the procedure by one hour and a new trial lead resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.